Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 4 of 4, while the hp was connected. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The hp had disconnected from the hc after the system error 2240 alarm occurred. The technical service representative (tsr) had the hp cycle the power, close the clamps and discard the supplies that were used. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.¿as the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental report will be submitted.